Event description:
A customer reported waking to find the cartridge had come out of the pump while sleeping. There was no adverse impact to the customer¿s blood glucose level. The customer clicked the cartridge back in, experienced no further issues, and was advised to monitor for any additional problems or damage to the guide rails. The customer was scheduled to change the cartridge and intended to do so immediately.